Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. The noise was reproduced with arm movement. A lead-connection issue was suspected. The ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was not confirmed in the laboratory. The device sensing was normal on the bench and during automated testing. The cause for the anomalous sensing could not be determined since the egms were cleared. A lead-connection issue was suspected as the cause for the sensing anomaly observed in the field. The device is functional. Late due to delay in receiving paperwork.